Event description:
Upon further query, the following information was provided that indicated a leak. The primary tubing set with the attached extension tubing was being used to deliver an unspecified concentration of protonix, at an unspecified rate. At an unspecified time, the customer contact reported that an unspecified volume of solution leaked at the connection of the tubing and the female adapter of the extension set of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.